Manufacturer narrative:
(B)(4).

Event description:
Followup determined that the atrial lead had a 'no capture' issue and it was suspected to be fractured. The atrial lead also had oversensing when in unipolar mode.

Event description:
It was reported that for the past 2 years, the patient's arm would shake/twitch every time the device would pace. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead 2001 (B)(6). (B)(4).